Event description:
Boston scientific received information that this patient's right ventricular (rv) lead exhibited noise and diverted a shock. Noise was very minimally seen on the atrial lead as well. When the patient was in the office for a syncopal episode earlier this year, the lead sensitivity was programmed to most sensitive and a monitor only zone was added. Isometrics were done in an attempt to recreate the noise and noise could be seen when the patient took a deep breath which supports diaphragmatic stimulation. The lead was then programmed back to nominal to avoid any additional oversensing.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.